Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for eight hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She went to her doctor and her doctor performed a vaginal exam. During the vaginal exam, the doctor remove more pieces of pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.